Manufacturer narrative:
Exact day of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-18444. It was reported that the patient's leads had high impedances on all contacts. Surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
It was reported to abbott, a patient was seen in clinic on (B)(6) 2022. It was discovered that they had high impedances on all contact. The patient will be rescheduled for a lead revision. As of (B)(6) 2022 the patient had not been rescheduled. The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.